Event description:
It was reported that the patient had a (B)(6) infection and the entire infusion system was removed in (B)(6) 2011. The device system was used to deliver morphine. The patient had a new infusion system implanted (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8835, lot# serial# (B)(4), product typ programmer, patient; product ID 8709sc, lot# serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product typ catheter; product ID 8590-1, lot# n245010, serial# implanted: (B)(6) 2010, explanted: (B)(6) 2011, product typ accessory. (B)(4).

Manufacturer narrative:
(B)(4).